Manufacturer narrative:
Reference record (B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of a nasal jejunal (nj) tube. On the morning of (B)(6) 2017, infusion of duodopa could no longer be performed because of obstruction of nj-tube. Observation of the nj tube revealed that the nj tube was twisted outside the patient¿s body and was obstructed. Abdominal x-ray confirmed that there were no twists of nj tube inside the patient¿s body. On (B)(6) 2017, the nj tube was removed under fluoroscopy and the doctor confirmed that fibrous food residue was entangled around the tip of nj-tube. On (B)(6) 2017, it was reported that the food residue was identified as a bezoar.